Event description:
The patient was hospitalized in 2007, for elevated blood glucose levels and dka and subsequently passed away six days later, while hospitalized. The cause of death is not available at this time.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a battery compartment crack but demonstrated that the pump insulin delivery was operating within required specifications and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.